Event description:
While performing onsite service for the device, a philips field service engineer (fse) discovered that the j23 socket on the processor pca was broken. There was no reported patient involvement.